Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device malfunction: unknown. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, after deploying the clip, arterial bleeding continued with "very few cases of delayed arterial bleeding." The physician has been encountering "around 60% of starclose cases that are ending up in bleeding." In each case, manual compression was applied for 15 to 20 mins to achieve hemostasis. There were no reported adverse pt effects. Though requested, no additional info was provided.